Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 2.50 x 20mm synergy xd drug-eluting stet was advanced for treatment. However, when attempting to position the stent within the circumflex artery, the stent failed to cross the lesion and was observed damaged. The procedure was completed with a different device. There were no patient complications or injuries reported.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 2.50 x 20mm synergy xd drug-eluting stet was advanced for treatment. However, when attempting to position the stent within the circumflex artery, the stent failed to cross the lesion and was observed damaged. The procedure was completed with a different device. There were no patient complications or injuries reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by MFR: a synergy xd mr ous 2.50 x 20mm stent delivery system was returned for analysis. An examination of the crimped stent identified distal stent damage with the stent struts lifted from the crimped position. The undamaged crimped stent od (outer diameter) was measured the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.